Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Initial information provided on stated the plaintiff received a gunther filter implant on (B)(6) 2017. Plaintiff alleged injury without further details. Hospital and medical records were requested. Additional information provided on 07sep2017: plaintiff received an implant on (B)(6) 2007 as prophylactic treatment for dvt/pe prior to undergoing total abdominal hysterectomy and bilateral salpingo-oophorectomy. Plaintiff alleges migration, tilt, perforation, fracture, and hook is embedded in the vein. Per retrieval records provided, an unsuccessful retrieval attempt was conducted on (B)(6) 2007 due to hook being tilted and embedded in the right renal vein. A CT report from (B)(6) 2008 noted the titled filter legs were protruding the ivc, however determined to be of no clinical significance. No indication of filter fracture was noted per records.

Manufacturer narrative:
Following fields are updated: outcomes for adverse event: from required intervention to life-threatening. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "tulip, migration, tilt, perforation, unable to retrieve." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The following allegations have been investigated: stenosis, embedment. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe (B)(4).

Event description:
Patient alleges stenosis, embedment. Successful filter retrieval performed on (B)(6) 2018.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b6 investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 20 devices in lot. The work order was reviewed. No relevant notes for (igtcfs-65-fem) lot# 1832624 were found. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per computed tomography report, "filter position: below the level of the renal veins." "Filter tilt: yes." "Filter penetration: yes." "The filter is tilted to the right with its proximal cone 5 mm through the ivc wall." "The anterior right strut penetrates 8 mm through the ivc wall." "The anterior left strut penetrates 14 mm through the ivc wall." "The posterior right strut penetrates 0 mm through the ivc wall." "The posterior left strut penetrates 0 mm through the ivc wall."